Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the customer had a high blood glucose of 530 mg/dl. He reported that changing the infusion set helped to stabilize the blood glucose. Customer was treated with manual injection. He stated that the drive support cap appeared normal. He stated that the time and date, basal rate and bolus wizard settings were all correct. He was unable to run a high pressure test at the time. Nothing further was reported.